Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5, b6, h6.

Event description:
New information indicates that the right ventricular (rv) lead exhibited a failure to capture, and that the dislodgement was visualized via x-ray and fluoroscopy.